Event description:
It was reported, that during a da vinci assisted surgical procedure. The monopolar curved scissors instrument moved unintuitively. The surgeon wanted to close the scissors and they changed orientation uncontrollably. At the end of the operation, the site made a new test, and the monopolar curved scissors were no longer recognized on either arm 1 or arm 3 on the patient side cart (psc). The procedure was completed using a backup instrument with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi), made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim by the customer noting, non-intuitive motion with the monopolar curved scissors. An investigation is in progress to determine the cause of this reported event. An RMA has been issued, requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined, based on the information provided. This complaint is considered as a reportable malfunction, due to the following conclusion: it was alleged that the instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank. Because the product is not implantable. Information for the blank fields in this e1 is not available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissor (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The instrument failed mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was articulated manually and one of the instrument scissors tips did not move as expected. One of the input disks (#6) was moving continuously. A review of logs showed 2 instances of 22020 error codes, indicating the instrument failed to engage. The instrument was retested and failed engagement on multiple attempts. Additionally, the instrument was found to have an input disk broken and cracked disk shaft. Input disk #6 was found completely detached from the base of the housing and hairline cracks was found on grip input shafts #7.

Event description:
Refer to h10/h11 for follow-up information.